Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that at around 9:00 am, the dexcom app displayed a brief sensor issue. They waited for the sensor to begin working while repeatedly checking her blood glucose by fingerstick. The patient did not provide the values of the fs reading. After 9 hrs, the patient then began experiencing symptoms including difficulty speaking, confusion, and trouble thinking clearly. Her blood glucose was checked and was 900 mg/dl. No insulin was given at home because the family was unsure of the correct dose. The patient uses omnipod 5 which was not in modified closed loop. She was rushed to the hospital, and in the emergency room (ER) her blood glucose was found to be 1,700 mg/dl. She was started on IV insulin infusion through a central venous catheter placed in the neck. The patient is not feeling well and remains hospitalized with no discharge date yet. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional event or patient information is available.